Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of the femoral component being in excess flexion and/or rotational mismatch between the tibial and femoral components which led wear of the tibial insert spine and subsequent subluxation.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
As reported, approximately eleven years post bilateral knees implants, the patient had a full revision of the left knee due to subluxation of the left knee. The patient was alert and fine when leaving the operating room. There was no delay to the surgery. There was no reported patient injury.

Manufacturer narrative:
.